Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported the IV tubing was not fully seated in the pump module; the upper fitment was above the closed pump module's door. The upper fitment was moved in place by a nurse on 4s and the pump module was opened to confirm tubing was correctly placed. The pump module's door was closed and IV fluids were restarted. The device then alarmed for occlusion. When the pump module door was opened to inspect the IV tubing, a leak was noticed at the upper fitment of the pumping segment.